Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The investigation confirmed the reported complaint as the returned device exhibited a pinhole at the distal end of the balloon on the distal balloon bond. An investigation for the cause of the pinhole is currently being analyzed.

Event description:
It was reported that a balloon ruptured in the patient. The physician used another scepter to replace the balloon. The procedure was successful. No patient injury reported.